Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6)2013. According to the complainant, during the procedure the physician reported that they could not get any device down from the scope. Further investigation revealed that the sponge had lodge into the biopsy channel of the olympus and was stuck inside the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.